Event description:
It was reported that a new trach was prepared for change (clean and available), but it was noted that despite good inflation and cuff massage cuff continuously would asymmetrically inflate. This process was repeated more than 10 times. Issue was resolved by using a different trach. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).